Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After internal imaging review, there is evidence of device migration on the postoperative day (pod) 35 follow-up transthoracic echocardiogram (tte). In addition, a moderate septal paravalvular leak (pvl) with competitive flow is confirmed. Minor instability of the 48 mm evoque device is visualized. A high (atrial) position on the septal side and a low position on the lateral side are noted, with the septal device position measuring =>10 mm from the annular plane. Mild central transvalvular tricuspid regurgitation (tr) is present. Approximately on pod 751, a follow up tte showed a large/severe pvl. The patient experienced worsening edema, exertional dyspnea, and weakness, with some symptom relief following initiation of torsemide since the last clinic visit. The patient subsequently underwent successful implantation of a single plug via the right femoral vein. The procedure went well, and the patient recovered. Clinical review of the tte performed on the date of the index procedure showed the following: paced heart rhythm at 75 bpm; moderate rv enlargement with mild rv systolic dysfunction; mild mitral valve regurgitation; presence of a left-to-right interatrial shunt; trace transvalvular tr; and moderate posteroseptal paravalvular tr, resulting in clinically significant cumulative tr with antegrade competitive flow. Tee comments note the device appears adequately positioned with trace central leak and moderate posteroseptal pvl. Findings also include transcatheter mvr, a well-seated interatrial septal (ias) closure device without residual shunt, and a jailed pacer wire.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images labelling review based on the complaint investigation, the complaint for malposition - valve migrates from deployment position was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The review indicated a minor instability on the device with a high position at the septal aspect and a low position at the lateral side. Device migration towards the septal side is noticed in discharged images and on post operative day (pod) 35, possibly causing the paravalvular leak. There is no evidence of device malfunction. The information suggests that during the device implantation, imaging issues were encountered, and/or patient-related issues were probably due to pacer lead interaction, which may have contributed to the reported event. Imaging evaluation identified septal leaflet to potentially be pinned, however could not confirm if capture was missed. Although no additional information was provided as a root cause for the worsening of the pvl, potentially contributing factors are worsening valve migration, worsening patient condition leading to structural degradation of the native annulus. However, no direct root cause can be established for the worsened pvl from pod 35 to 2 year follow up as no additional imaging was provided. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra or CAPA was required.